Event description:
Customer reported an rh mistype when testing a donor sample on the galileo. A previously known a rh negative donor displayed a positive result on a weak d assay. No repeat testing was performed on the instrument. The customer stated no adverse event occurred as a result of the mistype.

Manufacturer narrative:
Synopsis of the final image for the sample is as follows:well # rx strength reagent visible interp. G11 14 mono ctl visually negative well; h11 40 anti-d4 visually negative well.anti-d cutoff values for the weak d assay are as follows:value lower limit upper limit 0 0 24 ? 24 40 1+ 40 50 2+ 50 60the region of interest (roi) for the final camera images were checked and well h11 was found to be off-center. An roi adjustment was performed. The sample was re-tested in the same plate location wells with expected results. Additional weak d assays have been performed without any problems noted. The instrument is operating as expected.